Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 16mm amplatzer septal occluder was implanted in a patient with an unknown abbott delivery system. It was reported the patient's defect was sized 15.9mm. It was reported the device had immediately embolized into the pulmonary artery. The device was retrieved via transcatheter snare method. It was not believed the embolized device caused a partial or complete obstruction/blockage of blood flow. A decision was made to retrieve the device and replace with a 26mm amplatzer septal occluder. There were no adverse patient effects reported and the patient status was reported as stable. No additional information was provided.

Manufacturer narrative:
An event of device embolization into pulmonary artery was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the received information, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2023, a 16mm amplatzer septal occluder was implanted in a patient with an unknown abbott delivery system. It was reported the patient's defect was sized 15.9mm. It was reported the device had immediately embolized into the pulmonary artery. The device was retrieved via transcatheter snare method. It was not believed the embolized device caused a partial or complete obstruction/blockage of blood flow. A decision was made to retrieve the device and replace with a 26mm amplatzer septal occluder. There were no adverse patient effects reported and the patient status was reported as stable. No additional information was provided. Subsequent to the previously filed report, additional information was received. The replacement device was successfully implanted in the patient with no adverse patient effects reported.